Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the first firing, when the device fired about 2cm, the reported product stopped moving. Since it was not firing, the reported product was returned and a new product was used. There was no patient injury.